Manufacturer narrative:
(B)(6). (B)(4). Event location other : unk although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported on an unknown date that the patient underwent t12 balloon kyphoplasty surgery. On (B)(6) 2015, post-op, the cranial and caudal endplates of t12 were observed to be "lost", which caused instability of the cement injected. The posterior wall of the vertebrae protruded into spinal canal causing neurological symptoms. A revision was scheduled. The surgeon commented that failure of conservative treatment and/or progression of bone fragility might have contributed to the event.